Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was initially repositioned due to undersensing, dislodgement, high pacing threshold measurements and loss of capture (loc). Telemetry noted loss of ventricular pacing due to large body habitus right ventricular (rv) lead slack which was pulled back causing intermittent pacing. Slack was added and lead testing showed normal values thereafter. Additional information obtained from the field which indicated that the slack had pulled back once again. The lead was explanted. No additional adverse patient effects were reported.